Manufacturer narrative:
No display anomaly was noted. Intermittent down arrow button response due to corroded keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 366 mg/dl. Customer stated that he was trying to bolus and when he entered his blood glucose level, the number started scrolling. Customer changed the battery and nothing is happening. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.